Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One of the "teeth" at the end of the screw driver broke. Also, the blue sleeve was not pushed down to add torsional stability to the screw driver/screw interface.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the screw driver was not possible as the instrument was not returned for examination. The initial reporting stated that the product would not be returned. A complaint database search found other reported incidents against the provided product code. In a previous investigation, the root cause was attributed to the supplier's manufacturing process; the teeth are shifted 0.3 mm from the normal axes of symmetry of the instrument body. A preliminary risk assessment was conducted on (B)(6) 2013 and determined no patient risk and found the mating products still functioned as intended, documented in (B)(4) via (B)(4) completed on (B)(6) 2013. The supplier initiated CAPA (B)(4) on (B)(6) 2013 to document the root causes and corrective actions being initiated. Depuy CAPA (B)(4) was initiated on (B)(6) 2013 to document all information related to this issue. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.